Manufacturer narrative:
Product was not available for return. Based on these inspection findings, it was determined that the root cause is associated with the (B)(4) material that is used in the plastic components in the kit. There is chlorine releasing from the (B)(4) material in parts per million, during gamma sterilization, that results in oxidation of the drill bits when exposed to extreme environmental conditions such as those experienced during transport. Review of the complaint history identified an issue that is being addressed in hhe (B)(4). Review of device history records found that this unit was released to distribution with no deviations or anomalies. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
It was reported that during an open reduction internal fixation of the left distal radius on (B)(6) 2015, the dvr wrist dorsal plate and radial styloid plate showed signs of oxidations on the drill bits in each pack. The procedure was completed using the drill bits from the dvr crosslock tray with no delay.